Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when preparing the device, it was noticed that the stent was not correctly fixed on the balloon. The stent was dislodged. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results code - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast in the inflation lumen. The stent implant was dislodged from the sds. The first seven rows of distal struts were slightly smashed. There was a kink on the fourth row of proximal struts. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The stylet and protective sheath were returned. A snap gauge was used to measure the outer diameters of the stent implant. The proximal outer diameter measurements met manufacturing criteria. The middle and distal outer diameter measurements could not be taken due to the stents damage. Pin gauges were used to measure the inner diameter of the flared end of the protective sheath and this met manufacturing criteria. Product performance engineering reviewed the incident information and results of the returned device analysis. Presence of contrast in the inflation lumen of the returned sds is consistent with the device being prepared for use. Analysis of the returned device did find the stent dislodged from the balloon. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during preparation of the device for use, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicates presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. The noted smashed struts at the distal end suggest that the protective sheath may have been forcefully removed thereby causing or contributing to the stent dislodgement or that the stent was handled after the reported dislodgement, considering that a kink was also noted on the proximal strut. The outer diameter of the undamaged part (proximal) of the stent implant and the inner diameter of the returned protective sheath met manufacturing criteria, suggesting that there is no quality issue. The review of the finished device lot history record did not reveal any non-conforming material reports. A conclusive root cause could not be determined, and there is no indication of a quality issue. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.